Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a percutaneous catheter myocardial cryoablation, a polarxfit catheter was selected for use. It was reported that the error 1 - 00004000-2: console detected blood in the catheter occurred during intra-cardiac treatment. The catheter and cable were replaced, and the procedure was completed without patient complications. The device is not expected to be returned.